Event description:
The graft frayed while the physician was sewing in graft in upper arm. Graft was not implanted.

Manufacturer narrative:
MFR device eval: a 30cm long explanted graft was received along with a separate 0.5cm long, which was a segment from the explanted graft. The short segment of the returned graft was tested for adhesion strength between the wrap layer and the base graft material using the instron. Wrap peel strength was 0.3 lb. After decontamination, a small segment of the explanted graft (approx 1cm) was then trimmed and manipulated manually. No layer separation was observed when examined visually. Summary/conclusion: the wrap adhesion strength of the returned graft segment exceeds specification (0.1 lb.) As test acceptance criteria (v-282). This indicates that the wrap layer of the complaint graft is securely adhered to the graft base layer. Further visual inspection using a microscope didn't find any indication of damage or defect to the rest of the graft sample. The device met specifications. The lot history record was reviewed and the product met its specifications at the time of release to distribution. Product complaints were reviewed and there were no other reports of product problems for the lot. Based on the investigation and records reviews, a root cause cannot be determined.